Event description:
There was an allegation of questionable elecsys total psa results from the cobas e411 rack analyzer. The initial results were generated on (B)(6) 2024 through (B)(6) 2024. Specific dates for each sample were not provided. The repeat testing occurred on (B)(6) 2024. Some of the patients had a diagnosis of prostatectomy or radiotherapy and some were normal patients under 50 years of age, but specific information could not be provided. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The field service engineer replaced the procell and cleancell, checked the water quality, and performed measuring cell preparations. He replaced the water the customer was using to reconstitute the calibrator material and performed calibration and quality control. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the calibration data. The calibrations on (B)(6) 2024, and the field service representative's (fsr) calibration on (B)(6) 2024 (all using distilled water) had results that were all out of range. The fsr's calibration using deionized water for calibrator hydration had a lower calibration level result slightly above the expected range and an upper calibration level result still below the expected range. The investigation reviewed the customer's qc data. The qc results had out-of-range results (extreme high and low). The qc level 1 was out of range on (B)(6) 2024. The investigation noted that the customer would only perform qc upon assay requests. The investigation determined the event was consistent with a single calibrator failure (calibration out-of-range on the day of event); single kit failure leading to calibration, qc issues, and questionable results; handling or operator-related issues, as the calibration and qc were out of range - good laboratory practice precludes running and/or reporting patient results when qc has failed or not been performed; and possible contamination of the water used for calibration. Product labeling states: "calibration frequency: calibration must be performed once per reagent lot using fresh reagent (i.e. Not more than 24 hours since the reagent kit was registered on the analyzer). Calibration interval may be extended based on acceptable verification of calibration by the laboratory. Renewed calibration is recommended as follows: after 12 weeks when using the same reagent lot after 7 days (when using the same reagent kit on the analyzer) as required: e.g. Quality control findings outside the defined limit." The specific cause of the event could not be determined.